Event description:
The patient reports "pussing" and notes that the doctor told him it will clear up. In addition, patient expressed dissatisfaction with doctor and with the implant location of his device. Upon follow-up, hcp indicates device still in use, no complications noted, and that patient has not contacted them with concerns. It was further reported that the patient complained that the 'device is in my armpit and is ready to break through my skin,' and that 'it is painful.' Follow up indicated that the patient had last been seen at the clinic a number of years ago due to a complaint of pain at the implant site, and it was suspected that the type of work the patient does for a living, which involves physical labor, could have caused both the pain and the device to move. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.